Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of the patient line for three (3) amia automated pd sets with cassette fell off. This occurred during set up for training in the clinic for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.